Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.6, lab: 2.8. Pt's therapeutic range: 2.0-3.0 inr. Pt has been using the inratio meter for about 8 months and has been getting higher results for the last two weeks.

Manufacturer narrative:
Investigation pending.